Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 127 mg/dl while shortly after a second cgm bg reading was 210 mg/dl. The customer did not take any blood glucose bg meter readings for comparison. No additional information was known or reported as declined to trouble shoot with tandem technical support. A replacement sensor was sent to the customer.